Event description:
Bsc crm received info that this lead dislodged one day post implant. The physician noted tissue in the helix so it was replaced with a new lead. There were not adverse pt effects reported.